Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported aspiration was lost during treatment. The physician was performing treatment for a thrombus clotted stent located in the left ostial superficial femoral artery (sfa) through the popliteal artery. It was noted there was no flow as the patient had no visible runoff below the knee due to the extensive thrombus. The physician elected to use the jetstream xc 2.4 device. The jetstream was activated in blades down mode and was used from the ostial sfa to mid sfa. It was noted that aspiration slowed during the run. The physician then went to blades up through the same section. It was quickly noted that aspiration was lost as no fluid motion was noted in the clear tubing and in the collection bag. At that point it was decided to remove the device over the non-bsc filterwire. A new jetstream xc 2.4 device allowed for the entire stented area to be treated without losing aspiration. After, ballooning was performed through the entire stented area and also the entire peroneal artery. Flow was restored and patient left the cath lab in stable condition. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported aspiration was lost during treatment. The physician was performing treatment for a thrombus clotted stent located in the left ostial superficial femoral artery (sfa) through the popliteal artery. It was noted there was no flow as the patient had no visible runoff below the knee due to the extensive thrombus. The physician elected to use the jetstream xc 2.4 device. The jetstream was activated in blades down mode and was used from the ostial sfa to mid sfa. It was noted that aspiration slowed during the run. The physician then went to blades up through the same section. It was quickly noted that aspiration was lost as no fluid motion was noted in the clear tubing and in the collection bag. At that point it was decided to remove the device over the non-bsc filterwire. A new jetstream xc 2.4 device allowed for the entire stented area to be treated without losing aspiration. After, ballooning was performed through the entire stented area and also the entire peroneal artery. Flow was restored and patient left the cath lab in stable condition. There were no patient complications.